Event description:
The customer was hospitalized twice for high blood glucose. The customer stated while being in the hosp she was dehydrated and her kidneys shut down due to the low sugar level. Troubleshooting was performed and the device appears to function properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.